Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse found ca controls to be failing bilirubin and leukocytes. The fse determined the strip reader module (srm) was not reading the strip pad correctly. He replaced the srm and was able to run controls successfully. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported they are failing ca controls for bilirubin & protein, as well as cb controls for blood on their ichem velocity instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.